Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer called to report that she had very high bg readings this morning. Her bg yesterday were fine. She does not think her pod was delivering insulin last night. Customer's history is as follows: 2008 9:00 pm - bg 229, customer gave herself a correction bolus of 2.0 units through her pdm. At 10:03 pm - deactivated 10:08 pm - basal .55 the next day. At 12:00 am - basal .55 2:00 am - basal -65. 5:00 am - basal .75 7:06 am - bg 430, customer gave herself a 4.75 unit correction bolus through her pdm. At 7:55 am - bg 400 - customer did not correct this. Customer called the support line at this time. Advised the customer to change this pod. Customer will change pod and give herself an appropriate correction bolus. No further information reported.